Event description:
Arjo received an information that the patient rolled out of the minuet 2 bed. The patient sustained a femur breakage, assessed as a serious injury. The medical intervention provided is currently not known. It was established that the safety sides were lowered when the event occurred. No bed failure that could have contributed to the event was found. The bed was delivered to the customer last year. No previous service records or maintenance were performed.

Manufacturer narrative:
The investigation is ongoing. Further information will be available in the next expected report. The device is distributed outside the us, and no gudid information exists.

Manufacturer narrative:
According to minuet 2 instruction for use (746-396-UK, extract attached): ¿before operating the bed, make sure that the patient is safely positioned to avoid entrapment or imbalance.¿ in addition, the IFU warns users: ¿to reduce the risk of injury due to falls, lower the bed to minimum height whenever the patient is left unattended.¿ IFU also informs users to: "when choosing bed and mattress combinations. It is important to consider the use of safety sides (where fitted) based on clinical assessment of each individual patient and in line with local policy." The clinically qualified person responsible should consider the size, age and condition of the patient before allowing the use of safety sides." In the reported case, the carers left the safety sides lowered. There was no device malfunction found that could have contributed to the reported fall. The cause of the reported fall was related to the action of the users of the bed. Arjo device did not fail the specification when the event occurred. The device was used for the patient treatment and from that perspective it played the role. The complaint was assessed as reportable due to the patient's fall from the bed platform. The patient broke the femur.